Event description:
The user reported that the pressure infusion bag is losing pressure after being inflated. No harm or injury to the pt was reported.

Manufacturer narrative:
The device has not returned for investigation. A follow up report will be sent when the eval has been completed.